Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the cgm was reading 4.3 mmol/l but the patient was feeling hypoglycemic. He lost consciousness. No other specific symptoms were reported. His work colleagues called an ambulance. Paramedics checked the bg which was 1.9 mmol/l. They gave him a glucose injection and he did not need to be taken to the hospital. At the time of the report he was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.